Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not inflate. After the catheter was left pressurized to dissolve the blood and contrast in the inflation lumen, the balloon pressurized and fluid was observed leaking at a pinhole in the balloon over the distal marker. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The longitudinal rupture was located near a crease/fold and surface damage was observed at and near the rupture. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Additionally, the lesion was moderately calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the calcified lesion such that the balloon ruptured upon inflation attempt. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the incident and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that predilatation was performed with a non-abbott balloon, and a non-abbott stent was delivered; however, it would not cross. The 2.0 x 12 mm trek was used to do an anchor technique beyond the lesion, but during the attempt to inflate the balloon, the balloon ruptured, or was already ruptured. There was no resistance felt during advancement or retraction of the balloon catheter from the patient. A non-abbott balloon was used for predilatation and a non-abbott stent was deployed to complete the procedure. No patient adverse effects were reported. No additional information was provided.